Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated alinity toxo igg results on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr inspected the module, performed troubleshooting including part replacement, but determined no single part to be the likely cause, so the alinity I processing module, serial number (B)(6), was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID: (B)(6), sample ID: (B)(6), and sample ID: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I toxo igg results for several patients. The following data was provided (<1.6 iu/ml is nonreactive, >/=3.0 iu/ml is reactive): sample ID: (B)(6) initial result, on (B)(6) 2023, was 5.192, repeats were 0.1 and 0.1 iu/ml sample ID: (B)(6) initial result, o (B)(6) 2023, was 6.4, repeats were 0.0 and 0.0 iu/ml sample ID: (B)(6) initial result, on (B)(6) 2023, was 5.317, repeat was 0.0 iu/ml. There was no impact to patient management reported.